Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced spasm. During a procedure to treat cavotricuspid isthmus (cti) with a farawave pulsed field ablation catheter, and considered off-label use, when a coronary angiography (cag) was performed before and after ablation and compared, a slight spasm was observed. Nitroglycerin was injected coronally, and the patient did recover. The procedure was completed. The catheter is not expected to return for analysis as it was discarded. It was further reported that the patient did not exhibit any signs or symptoms prior to the spasm. There were no changes from the EKG. There were echocardiographic changes noted as the wall motion abnormalities or change in ejection fraction. No further information is available.